Manufacturer narrative:
On december 14, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on the anterior aspect of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast surgery with 400cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. As a result, the patient underwent device removal and replacement with mentor memorygel breast implants, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020.